Event description:
Shane varrone reported that the charging cable for the new pump he received in january had stopped working, and he requested a replacement charger. There was no adverse impact to the customer¿s blood glucose level. Shane used a third-party cable to charge the pump temporarily, and technical support planned to send a replacement micro usb cable to resolve the issue.